Event description:
It was reported an unspecified medication does not have a weight based option on the guardrails drug library. The issue occurred in neonatal intensive care unit. It was later reported by the pharmacist that it was resolved internally. Although requested, additional information was not provided.

Manufacturer narrative:
The reported event involving a pcu module(s) ¿an unspecified medication does not have a weight based option on the guardrails drug library could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Additional comments: delay of therapy additional comments 2: n/a a DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported event involving a pcu module(s) ¿an unspecified medication does not have a weight based option on the guardrails drug library¿ could not be confirmed. The source device(s) was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
It was reported an unspecified medication does not have a weight based option on the guardrails drug library. The issue occurred in neonatal intensive care unit. It was later reported by the pharmacist that it was resolved internally. Although requested, additional information was not provided.